Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-04840 / 04841).

Event description:
It was reported that the patient had initial left total hip arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2015 due to the femoral component disassociating from the stem taper. During the procedure, all components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Date explanted - remains implanted. This report is number 1 of 11 mdrs filed for the same event (reference 1825034-2015-04840-2 / 2015-04841-2 / 2016-00167 / 2016-00168 / 2016-00169 / 2016-00170 / 2016-00171 / 2016-00172 / 2016-00173 / 2016-00174 / 2016-00175).

Event description:
It was reported that the patient underwent a left replantation procedure with oss components on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2015 due to the femoral component disassociating from the stem taper. The femoral stem remained implanted. All other components were removed and replaced during the procedure. Additional information received reported patient underwent an initial left total hip arthroplasty on (B)(6), 2010. Subsequently, patient was revised on (B)(6) 2011 due to instability. During the procedure the tibial bearing, femoral component and tibial component were removed and replaced. It was further reported patient was revised on (B)(6), 2011 due to infection. The tibial bearing and locking bar were removed and replaced during the procedure. Patient underwent another revision on (B)(6) 2011 due to infection. All components were removed and replaced with cement spacers.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.